Event description:
The manufacturer received information alleging a patient experienced a "ventilator service required" and "low tidal volume" alarm while using a trilogy evo. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that a pressure mismatch alarm occurred in the event history log. In conclusion, the device's machine flow sensor was replaced to address the issue. The device was tested and passed all final testing. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.